Event description:
It was reported that the patient experienced pre-syncope and presented to the clinic. The right ventricular lead exhibited noise. Noise could be reproduced with pocket manipulation. An insulation anomaly was suspected. The lead was capped and replaced.

Event description:
New information notes the insulation anomaly was near the pocket. The patient had no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.